Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2026, transesophageal echocardiogram(tee) demonstrated a perforation of the apical portion of the leaflet, with recurrent mr of grade 2. On (B)(6) 2026, mitral valve replacement (mvr) surgery was performed. The patient remained hemodynamically stable in the early postoperative period but developed low output syndrome (los) later in the evening and subsequently died. Per the physician, the leaflet perforation was attributed to an anatomically thin mitral valve, and the patient¿s poor cardiac function (ef 20%) due to heart failure was considered the cause of death following mvr. Death was unrelated to mitraclip procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury was due to patient conditions. The reported and mitral valve insufficiency/regurgitation associated with recurrent mr was a cascading effect of the tissue injury. The reported patient effects of tissue injury, recurrent mr and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization, surgical intervention and unrelated death was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.